Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Gamma 3 plus targeting arm locking mechanism failed to lock. Surgeon decided to disassemble the targeting arm from the gamma nail and target the distal hole freehand. There was a 5 minutes surgical delay due having to find the screw that missed the distal hole of the nail in the patient, unscrew it, disassemble targeting arm and target screw hole free hand.

Manufacturer narrative:
Evaluation revealed the target device g3 plus and the targeting sleeve gamma3 180 to be the subject products. No further associated products were reported. A review of the device history records could not be carried out as the lot codes were unknown and not provided. A physical examination could not be carried out as the devices were not received for evaluation. Thus, a reasonable examination and investigation was not possible. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited to, if e.g. The following instructions are not carried out properly: ensure that the nail holding bolt is still fully tightened; avoid soft tissue pressure on the distal locking sleeve assembly- therefore the skin incision would be made (co-linear) in direction of the sleeve assembly; check that the distal locking sleeve assembly with the trocar removed is in contact with the lateral cortex of the femur and is locked securely with the speedlock sleeve knob. Confirm final locking screw placement with a/p and lateral fluoroscopic x-ray; neutralize the power tool weight during drilling procedure and do not apply force to the targeting arm; start the power tool before having bone contact with the drill; use sharp and center tipped drills only. Regarding misdrilling the operative technique has already been modified by ecn 6496/08. With the information given the reported event could not be confirmed. The exact root cause could not be determined. In case relevant clinical information or the items should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
Gamma 3 plus targeting arm locking mechanism failed to lock. Surgeon decided to disassemble the targeting arm from the gamma nail and target the distal hole freehand. There was a 5 minutes surgical delay due having to find the screw that missed the distal hole of the nail in the patient, unscrew it, disassemble targeting arm and target screw hole free hand.